Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.